Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went into a backup vvi mode during a defibrillation threshold test due to high dft threshold. The patient was given external defibrillation and the device was reprogrammed successfully. The patient was in a hospice care.